Manufacturer narrative:
A partial lead with the connector pin measuring 9.6cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was hospitalized for cardiac decompensation with dilated hypokinetic cardiopathy. The patient expired 2 days later due to vf which the device failed to convert.